Manufacturer narrative:
Correction: d9 product available to stryker. The reported event could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. A device inspection was not possible since the affected device was not returned, and no other evidence were provided for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information as well as the affected device must be available in order to determine the exact root cause of the alleged failure. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the patient lifted arm and heard a pop. Patient underwent a revision surgery.

Event description:
It was reported that the patient lifted arm and heard a pop. Patient underwent a revision surgery.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.